Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was to be use for a spaceoar procedure on (B)(6) 2019. According to the complainant, during preparation, the diluent was injected into the powder vial and dissolved the contents. Upon withdrawal of the solution, a 2 mm piece of foreign substance was found in the remaining contents of solution in the vial. Another spaceoar kit was used to complete the procedure. There was no serious injury nor adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation on august 5, 2019 that spaceoar was to be use for a spaceoar procedure on (B)(6) 2019. According to the complainant, during preparation, the diluent was injected into the powder vial and dissolved the contents. Upon withdrawal of the solution, a 2mm piece of foreign substance was found in the remaining contents of solution in the vial. Another spaceoar kit was used to complete the procedure. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code 2944 captures the reportable event of foreign substance in the device. A spaceoar system was returned for investigation. Visual examination found that there was residue on the y-connector where the syringes were connected, however no residue was found on the hub of the y-connector. A small black particle was noted in the peg vial. The vial was intact and appeared properly punctured using the vial cap. The procedure includes removing the cap of the diluent syringe, attaching the diluent syringe to the vial cap, and depressing the cap to pierce the vial seal. There was no evidence that the user failed to follow the instructions. Therefore, this contaminant was likely introduced during the manufacturing process. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed, no deviations were found and the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labelling review: a labeling review was performed and there was no indication that the device was not used in accordance with the dfu.